Event description:
It was reported by service report that the right calf rest cover is torn and there was possible fluid intrusion. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Ball joint assembly.